Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-04704, 1627487-2013-04705. The patient received 5 leads with the sam lot number. It was reported the patient had swelling and cellulitis at one of the implant sites. The patient had been admitted and discharged from the hospital and the scs system had been explanted. Follow up identified the patient was no longer on antibiotics, the infection had resolved, and the wound sites had healed.